Event description:
Boston scientific received information that this right ventricular (rv) lead got damaged during the device changed out. The physician nicked the lead which resulted to an outer insulation fracture. This rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.